Event description:
It was reported the camera head displayed an image that was out of focus and doesn't look right. The issue occurred after a therapeutic procedure and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the cable was cut and leaking; no other issues were identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified for the cable being cut and leaking. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an image that was out of focus and doesn't look right. The issue occurred after a therapeutic procedure and the procedure was completed with the same device. There were no reports of patient harm.